Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level. Customer¿s blood glucose level was 23 mmol/l at the time of incident and other relevant blood glucose level was 8.2 mmol/l. Customer experienced symptoms such as nausea and major tiredness. Customer was using insulin pump system within 48 hours of reported event. Customer was using auto mode feature of insulin pump. Customer was treated with bolus wizard. Customer did not allege that the insulin pump was under delivering. Customer performed high pressure test and it was passed with the no delivery alarm. Customer stated that the cannula was bent. The insulin pump will not be returned for analysis.